Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a male noted with high risk percutaneous cardiac intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that during the procedure, the patient lost pulsatility. Later that day, some pulsatility returned. Three days later, the patient started to be weaned off but was not weaning well. Care was withdrawn and the procedural outcome was that the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome. .